Event description:
Patient reported plan to perform ultrasound "to look for anything out of the ordinary" regarding left side device. Patient experienced "no known signs or symptoms currently" but inquired if "implants need removed". Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. H6: health effect: impact code: f1903. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Patient reported, plan to perform ultrasound ¿to look for anything out of the ordinary¿. Regarding left side device. Patient experienced, ¿no known signs or symptoms currently¿, but inquired if ¿implants need removed¿. Healthcare professional, later reported, rupture. Device has been explanted.